Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter claimed obtaining blood glucose readings of ¿13 point something and 10 point something mmol/l¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient alleged that 5 minutes prior to obtaining the alleged inaccurate erratic readings he developed symptoms of feeling ¿shaky and sweaty¿. However, the patient denied receiving any treatment or medical intervention as a result of the alleged issue. Although the patient developed symptoms suggestive of a serious injury adverse event, there is no indication that the subject meter caused or contributed to this injury. The patient had become symptomatic prior to attempting to test his blood glucose with the subject meter and there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ precision criteria and the alleged inaccuracy was not resolved during troubleshooting.